Manufacturer narrative:
Full event site name: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was able to duplicate the alleged malfunction during testing. The stm replaced the coiled cable. Color video receiver printed circuit board and dss datasette. The iabp then functioned properly. The stm then completed functional testing and safety checks to factory specifications. The iabp was then cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display was erratic and jumbled with wavy lines and color issues. It is unknown the circumstances under which the event occurred. However, there was no patient involvement or adverse event reported.